Manufacturer narrative:
The returned multiscrew was examined under magnification, and severe damage to the locking threads and upper shaft thread was present. This can occur when screws are placed off axis of their respective hole. Threads don't align and this can create an unstable plate/screw construct. Off axis insertion can be caused by improper depth drilled, encountering dense bone and improper surgical technique. Without further information, no definitive conclusion can be made. Additional mdrs related to this event: MDR 3025141-2016-00055: plate, MDR 3025141-2016-00056: screw 1, MDR 3025141-2016-00057: screw 2, MDR 3025141-2016-00058: screw 3, MDR 3025141-2016-00059: screw 4, MDR 3025141-2016-00060: screw 5, MDR 3025141-2016-00061: screw 6, MDR 3025141-2016-00062: screw 7, MDR 3025141-2016-00064: screw 9, MDR 3025141-2016-00065: screw 10.

Event description:
A total wrist fusion plate was implanted. Post-operatively, the distal screws backed out of the bone and two of the locking screws broke. The plate and the screws were explanted.